Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 94, 111 and 139 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 89 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Customer did not want to disclose information regarding the product storage and the strip open date. Customer disconnected call (customer had also called the same day prior to this call - internal report # (B)(4)- and had disconnected that call as well). The test strip lot manufacturer's expiration date is 08/23/2018. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer concerned with all results the customer had called a few minutes prior on ran (B)(4) and hung up on the representative. The customer was irate from the beginning of the call. I offered to replace the meter but was uncooperative and did not want disclose information. He used profanity and hung up the call again.